Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformance's, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens+ was explanted from the left eye after completion of light treatments due to blurry vision in both eyes and a light adjustable lens implanted as a replacement. Postoperatively, no patient problems or symptoms were reported by the site following the lens exchange.